Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. There were multiple motor stalls and recoveries seen in the logs. After doing destructive analysis, nothing significant was found that may have caused the motor stall.

Event description:
It was reported that there was a confirmed motor stall and motor stall recovery recorded in the event logs. It was noted that a motor stall occurred (B)(6) 2013 at 17:09 and recovered (B)(6) 2013 at 17:38. It was reported that a motor stall also occurred on (B)(6) 2014 at 12:03 and recovered (B)(6) 2014 at 12:15. It was noted that motor stall also occurred (B)(6) 2014 at 7:52 and recovered (B)(6) 2014 at 8:37. It was reported that a motor stall occurred (B)(6) 2014 at 9:10 and recovered (B)(6) 2014 at 9:44. It was noted that no known magnetic/emi source that caused the stalls. It was reported that the patient was experiencing some headaches but no withdrawal at the time of report. It was noted that the patient was told to see their managing healthcare provider (hcp) the following monday. It was reported that they would decide whether or not to replace the pump the following week. It was noted that the patient will be managed with oral medication. It was reported that the pump was used to infuse hydromorphone. It was reported that the patient¿s pump had been beeping the morning of report for some reason. It was noted that the patient was described a critical alarm tone. It was reported that the patient had a headache for 2 days prior. It was noted that the patient¿s managing healthcare provider (hcp) was not available for the patient was told to go to the emergency room (ER). It was reported that a two-tone critical alarm occurred. It was noted that the patient was refilled 2 weeks prior. It was reported that the patient¿s legs were hurting. It was noted that pain the patient was not used to be occurring which began the day prior. It was later reported that there were multiple stalls, each recovered within 45 minute time frame. It was noted that the cause of the stalls were unknown. It was reported that the patient was scheduled for a replacement implant on (B)(6) 2014. It was noted that the patient was resuming normal activities at the time of report. It was later reported that the patient¿s status after the device was removed was recovered without sequela. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.